Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated they received error 259 (bad cuvette and low air pressure) and noticed burning odor. The customer found that the diaphragm and film were damaged. The diaphragm was replaced and the melted film was removed from the system. A new film was rethreaded into the analyzer, and error 259 was determined to be caused by a failing heat torch. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the heat torch assembly and verified that all connections were secure. The cse manufactured multiple cuvettes without any issue. The cause of the delay in obtaining patient result was due to error 259, which was caused by failing heat torch. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer stated that while running the patient samples on a dimension exl 200 instrument they obtained an error which indicated bad cuvette, low air pressure and burning odor. There was delay of about 12 hours in obtaining patient results as the customer held the samples to be processed. The samples were processed after troubleshooting was performed. There are no reports of injury to the staff or damage to the property. There are no reports of patient intervention or adverse health consequences due to the delay in obtaining results.